Event description:
Customer reportedly received the following results on the aviva expert system within 10 minutes: 6.3 mmol/l, 13.5 mmol/l, and 1.8 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device however test strips have been discarded.

Manufacturer narrative:
The event occurred in (B)(6). Device evaluated by MFR: will not be returned to manufacturer.